Event description:
The user facility reported a fire started inside a table-top warming cabinet located in a catheterization laboratory. The fire department was called and extinguished the fire with a hand held fire extinguisher. The event occurred around 8:30 pm, the laboratory door was closed and no hospital staff or patients were present when the fire occurred. No injuries were reported to hospital staff or patients.

Manufacturer narrative:
A steris technician inspected the warming cabinet and found fire damage inside the cabinet, mainly along its back wall. The blanket carrier tray was in its proper place and damaged. The user facility stated there were blankets inside the cabinet at the time of the fire, however the blankets had been thrown away and were not available for examination. The warming cabinet is 27 years old and has exceeded its expected useful life of 10 years. The cabinet is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. Steris has requested the cabinet be returned for evaluation; a follow-up report will be submitted should additional information become available.